Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: customer returned (7) used 32gx4mm bd pen needles from lot 8227650. Consumer reported pen needles not working and pen needles have needles missing. All 7 returned pen needles were examined, then tested for flow using a test pen injector: all 7 samples were able to attach to and detach from the pen injector, and all 7 were able to expel properly. All 7 returned pen needles were examined, and none exhibited a missing cannula. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needles are not working and some have missing needles. Verbatim: pharmacist called on behalf of consumer. Stated, consumer reported, pen needles not working stated, needles missing from some. Pharmacist did not have details regarding if "patient end or non patient end" was missing. Stated, the consumer returned the remaining unused pen needles to store and pharmacist replaced the box.. Lot: 8227650. Catalog: 320555. Date of event: unknown. Samples: yes. Pharmacist stated, she will try to locate consumer and have he/she call in to provide more details. Sending replacement box to pharmacist. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needles are not working and some have missing needles. Verbatim: pharmacist called on behalf of consumer. Stated, consumer reported, pen needles not working stated, needles missing from some. Pharmacist did not have details regarding if "patient end or non patient end" was missing. Stated, the consumer returned the remaining unused pen needles to store and pharmacist replaced the box. Lot: 8227650, catalog: 320555, date of event: unknown. Samples: yes. Pharmacist stated, she will try to locate consumer and have he/she call in to provide more details. Sending replacement box to pharmacist. "